Event description:
It was reported that the patient presented for a follow up visit in the clinic. Fluorography showed that the left ventricle (lv) lead and right atrial (ra) lead were dislodged. The lv lead was explanted and replaced. The physician added a slack to the ra lead to address lead dislodgement. The ra lead remained implanted. The patient was in stable condition.